Event description:
The pt experienced a loss of stimulation following an unrelated medical procedure. Impedances were greater than 4,000 ohms on all unipolar pairs. It was thought that the grounding pad was placed improperly during the procedure resulting in damage to the device. The lead and ipg were replaced. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.